Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and five months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed superior extent of filter at l2-l3 disc space and inferior extent at superior l4 vertebral body. A total of seven prongs have perforated the inferior vena cava and maximum distance prongs perforated was 4mm. Coronal images 4-degree tilt left to right and sagittal images 10-degree tilt posterior to anterior. Several of these struts extend through the wall of the inferior vena cava into the surrounding retroperitoneal fat. A strut projects anteriorly beyond the wall of the inferior vena cava at 5mm, 1 project to the right by 5.5mm one extends into the right psoas muscle 5.7mm beyond the wall of the inferior vena cava. 2 projects along the anterior margin of the l4 vertebral body. A left posterior strut protrudes 2.2mm from the wall into the aortocaval space without evidence of perforation. After seven months later, the patient visited the hospital for evaluation of filter removal, the patient complaints of occasional abdominal and back pain. After one week, the patient scheduled for the filter retrieval, the right internal jugular vein was accessed. A 25mm snare wire was advanced via the catheter. This was used to catch the superior hook of the filter. The sheath was advanced and made to collapse the filter, followed by its removal, in its entirety. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient before diverticulitis surgery. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.